Manufacturer narrative:
After further review MFR#: 2916837-2021-00087 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd aria¿ iii acdu sheath under pressure sprays outside of instrument. There was no report of user/patient impact. The following information was provided by the initial reporter, translated from german to english: when connecting "fluid in-b" / hose coming from the sheath tank, sheath fluid sprays out the customer cannot see exactly where it comes from / connector to the device.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd aria¿ iii acdu sheath under pressure sprays outside of instrument. There was no report of user/patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: when connecting "fluid in-b" / hose coming from the sheath tank, sheath fluid sprays out the customer cannot see exactly where it comes from / connector to the device.